Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. The report of ¿heating¿ at ipg pocket site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. To address the allegation of "heating" the device was monitored for 4 hours in a 37°c thermal chamber with stimulation turned on. During this time the temperature of the ipg casing increased by only 0.1°c. The product requirement states that no outer surface of the ipg shall be greater than 39°c when in normal operation, therefore, device exhibited normal device characteristics during thermal testing.

Event description:
It was reported that the patient experienced unexpected shutdown of the ipg, and heating at the ipg site. The patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted and replaced.